Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd facscanto¿ ivd produced erroneous lymphocyte counts for the hiv assay. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no adverse patient impact. The following information was provided by the initial reporter: "the customer reports that the instrument is giving wrong values for lymphocyte counts for their hiv assay (cd45/cd4/cd8)." Are there erroneous results on patient samples for diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No.

Manufacturer narrative:
H6. Investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ivd, part # 337175, and serial # (B)(6). ¿ problem statement: customer reported complaint regarding the instrument producing erroneous results. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 10mar2021 to date 10mar2022. ¿ complaint trend: the only complaint related to the issue of erroneous results for this part number within the date range is this one, 4683040. Date range from 10mar2021 to date 10mar2022. ¿ manufacturing device history record (DHR) review: DHR part # 337175, serial # (B)(6), file # 338073-900008980-v07300030-04, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to a dirty flowcell. The customer had initially reported that they were observing elevated lymphocyte counts that were about 200% higher compared to the cell count. The cs&t results were reported to appear normal, but the fsc bright bead %rcv was elevated as well. The fse (field service engineer) that came onsite for the repair started by adjusting the lasers and cleaning the flowcell. As the part was not in car stock at the time, the fse returned at a later date to replace the flowcell. After the replacement, the fse performed a laser alignment, focus adjustment, baseline calibration, and a cst performance check and 7 colors test to confirm that the instrument was functioning as expected. Although patient samples were used during this incident, the erroneous results were realized before they were sent out and were not used. There was no delay of treatment and no patients were affected due to this incident. Proper daily and monthly cleaning and maintenance can help in preventing lowered performance of the system, and can be found in the bd facscanto flow cytometer instructions for use (IFU), #23-14730-03 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02367408, case # (B)(4). Install date: 05oct2011. Defective part number: 33678209 - assembly flowcell bd facscanto repaired. Work order notes: o subject / reported: 337175 - bd facscanto - incorrect lymphocyte counts. O problem description: the customer reports that the instrument is giving wrong values for lymphocyte counts for their hiv assay (cd45/cd4/cd8). O work performed: system control, adjustment of the lasers, cleaning of the flowcell dirty flowcell, plan to change the flowcell. 03/15/22 replacement of the flowcell, re-alignment of the lasers, adjustment of the focus, realization of the baseline, check performance cst in specification, 7 colors in specification, equipment operational and compliant to bd specifications. O cause: dirty flowcell. O solution: replacement of the flowcell. ¿ returned sample evaluation: a return sample was not requested because the replaced part was not required for this investigation. ¿ risk analysis: risk management file part #338960-03ra, version a, bd facscanto ii flow cytometer (optics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O item: 6. Fsc detector. O function: 6.1 detect forward scatter - future apps. O potential failure mode: 6.1.1 excess noise. O potential effects of failure: 6.1.1.1 cells not identified. O potential causes/mechanisms of failure: 6.1.1.1.1 dirty flow cell. O current controls: long clean (monthly) and preventive maintenance (6 months) daily qc using set-up beads. O recommended actions: none. Current clinical applications do not use fsc. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O sev: 8. O occ: 3. O det: 3. O rpn: 72. O item: 7. 488 nm bandpass (in fsc assembly). O function: 7.1 block unwanted wavelengths (i.e., not scattered light) from fsc detector future apps. O potential failure mode: 7.1.1 excess noise. O potential effects of failure: 7.1.1.1 cells not identified. O potential causes/mechanisms of failure: 7.1.1.1.1 dirty flow cell. O current controls: long clean (monthly) and preventive maintenance (6 months). Daily qc using set-up beads. O recommended actions: none. Current clinical applications do not use fsc. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O sev: 8. O occ: 3. O det: 3. O rpn: 72. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the erroneous results was due to a dirty flowcell. ¿ conclusion: based on the investigation results the root cause of the erroneous results was due to a dirty flowcell. The fse confirmed the issue and attempted to resolve the issue by adjusting the laser and cleaning the flowcell. This didn¿t resolve the issue and the fse replaced the flowcell at a later date. They then realigned the lasers, adjusted the focus, calibrated the baseline, and ran cst and 7 colors tests to verify the instrument¿s functionality. No parts were requested for evaluation as the replaced part was not required for the investigation. After the repairs the instrument was functioning within specifications. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that the bd facscanto¿ ivd produced erroneous lymphocyte counts for the hiv assay. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no adverse patient impact. The following information was provided by the initial reporter: "the customer reports that the instrument is giving wrong values for lymphocyte counts for their hiv assay (cd45/cd4/cd8)." 1. Are there erroneous results on patient samples for diagnostic test? --yes. 2. Was there any delay of treatment due to the issue? --no. 3. If patient samples were redrawn, was there any change or delay of treatment? --no. 4. Was there any physical harm/injury to the patient due to the issue? --no.